Event description:
On january 12, 2022, celltrion USA received official request from the authorized distributor (ad; culminate care) for the determined 'unsatisfactory quality of product'. An internal investigation by ad, control tests were performed for each unique lot number stored in ad's inventory (batch no.: covgcb1008, covbccf1016), and found the failed quality control tests in accordance with the IFU and quick reference sheet included in each test kit. According to the ad's investigation report, ad tested the positive and negative control swab of both batch and tested the product according to the protocol. As a result of investigation, the inventory storage and handling data was stable, but the test pass ratio for positive control was 20% for covgcb1008 and 40% for covgccf1016. Therefore, the ad reported failed positive control test of covgcb1008 and covgccf1016. Further defined as "unable to verify reliable outcomes". Importer comments: we will follow up with the authorized distributor and report this product complaint to the manufacturer for product quality investigation. We will follow up on the refund request and report to FDA as we gather more information, such as the results of the investigation report.